Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that due to damage on connector, the endoscopic image could not be displayed, due to damage on flat cable, switches on the front panel did not work properly and that due to scratch on lvds unit, the image was flickering should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited no image, switches on the front panel that did not work properly and flickering image. There was no patient involvement.